Event description:
It was reported that on an unknown date, two (2) application instrument for sternal zipfix did not clinch. There was no patient involvement. This report is for one (1) application instrument for sternal zipfix this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The application instrument for sternal zipfix (p/n: 03.501.080, lot # 8735273) was returned and received. Upon visual inspection, it was observed that the trigger on the device was broken and the broken fragment was not returned. Rest of the device showed no signs of damage. The customer reported the device would not tension. The repair technician reported the device trigger would not decompress. Trigger broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. The complaint condition is confirmed for the application instrument for sternal zipfix (p/n: 03.501.080, lot # 8735273). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.501.080. Lot: 8735273. Manufacturing site: hägendorf. Release to warehouse date: 07.january 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the application instrument for sternal zipfix (p/n: 03.501.080, lot # 8735273) was returned and received. Upon visual inspection, it was observed that the trigger on the device was broken and the broken fragment was not returned. Rest of the device showed no signs of damage. Defect failure/ defect identified? Yes. Service & repair evaluation: the customer reported the device would not tension. The repair technician reported the device trigger would not decompress. Trigger broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture drawings, reflecting the current and manufactured revision were reviewed . Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the application instrument for sternal zipfix (p/n: 03.501.080, lot # 8735273). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.501.080, lot: 8735273, manufacturing site: hägendorf, release to warehouse date: 07.january 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the application instrument for sternal zipfix do not clinch. It is unknown when the issue was observed. It is unknown if there is patient involvement. This is report 1 for 1 (B)(4).